Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-01979. It was reported that an error message occurred during aspiration. A spiroflex® angiojet® thrombectomy set catheter and an angiojet® solent¿ proxi catheter were selected for a thrombectomy procedure. During thrombectomy, both catheters were used in the patient for 60-70 seconds when a check saline supply error displayed and the catheters stopped working. Upon removal of both catheters, it was noted there was fluid in the pump. There were no patient complications and the patient is okay.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a spiroflex thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Inspection found no damage or irregularities. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as: 2134265-2017-01979. It was reported that an error message occurred during aspiration. A spiroflex® angiojet® thrombectomy set catheter and an angiojet® solent¿ proxi catheter were selected for a thrombectomy procedure. During thrombectomy, both catheters were used in the patient for 60-70 seconds when a check saline supply error displayed and the catheters stopped working. Upon removal of both catheters, it was noted there was fluid in the pump. There were no patient complications and the patient is okay.